Manufacturer narrative:
Note: product reference 4433851 is not cleared for sales in the USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected during production. No other complaint has been reported on the access port batch since october 2015. Investigation: despite several requests, either the involved device nor the x-ray pictures were returned for analysis. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the root cause of the catheter rupture less than one month after implantation. No corrective action is envisaged as this type of incident is rare.

Event description:
Access port implanted on (B)(6) 2016 on a patient via left internal jugualr vein.during the second chemotherapy treatment, in (B)(6) 2016, a catheter rupture is detected. The catheter was withdrawn by interventional cardialogist.